Event description:
It was reported while using bd y site assembly there was a mix of product types in a pack. There was no report of patient impact. The following information was provided by the initial reporter: receiving inspection reported that during quality inspection that boxed labeled pn 30-2956 (p/n 8100-029) were received with incorrect material inside pn 31-1038 (p/n 8100-026) refer to pictures/photos provided in the attachments. 52,500 pcs on hold/requesting return. Ref customer (B)(6) on documentation. Additional information received on 6 june by bd sales want to be clear and provide the update to the complaint description . As confirmed: ¿¿¿¿¿we received mixed product. In the bags there were found to be two different sizes. ¿.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A complaint of the incorrect material being received was reported by the customer. A device history record review for model: 8100-029, lot number: 22028896 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A previous investigation for this defect determined the root cause to be a lack of racks in the packing area. Since there was a single rack to have the process material available generating the risk of mixing. Due to an increase in incidents of this failure mode, a trend for this packaging issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. The following corrective actions are in process of being implemented; assigning an exclusive rack for the storage of material, requirement to place material in the weighing area, assigning an appropriate place to rack the material to be weighed and sealed, definition of shifts and schedules for the activities of return of surplus material, and an exclusive rack will be incorporated for the material in process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.